Event description:
The customer reported beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The initial result was reported outside the laboratory. The system was aliqouted and re-centrifuged prior to retesting it. The customer re-ran the sample and the result was within the reference range. A corrected report was sent out of the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the instrument. A bci field service engineer (fse) did not evaluate the instrument. The customer indicated that the instrument went through hardware verification by an fse prior to the event. A definitive root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.